Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/20/2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. A data log was able to be retrieved. A review of the data log did not find any errors related to the customer complaint. Functional testing was unable to be performed because of the "call tech support" error. The customer complaint could not be confirmed. The root cause could not be determined.